Event description:
It was reported that a user was unable to connect a libre 3+ sensor to the ilet system because the sensor had been started in the libre 3+ app instead of the ilet app, resulting in the sensor being in use by another device; the user applied a new sensor and set it up via the ilet app, which entered warmup as expected, and no blood glucose impact occurred. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed user setup error resulting in the sensor being in use by another device, with device performance restored upon correct pairing of a new sensor. It was concluded, based on previously established findings for similar reports, that the cause was user error during setup.